Event description:
It was reported that the recharger was not taking a charge from the desktop charger (dtc). Agent did not ask about the circumstances that led to the reported issue. Before calling patient services, the patient checked the ac power supply and confirmed that the power indicator was lit green. The patient also plugged the dtc into different outlets, but the recharger still would not take a charge. During the call, agent had the patient examine the dtc connector pin, dtc cord, and recharger connector port, but no damage was found. At the end of the call, the patient connected the dtc to the recharger and they confirmed that the recharger was taking a charge, and that the recharger battery level was showing half full. The patient thought the dtc might not have been connected securely to the recharger when they noticed it was not taking a charge. No further troubleshooting was completed because the caller disconnected after reporting that the recharger was taking a charge. Patient called back and stated the recharger was now charging, but has to place pressure on the dtc connector for the charging plug indicator icon to appear. Patient stated it was unclear whether there was visible damage to the dtc connector pin or the recharger port.. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: h3:analysis of the 37761 recharger (rtm) (serial number (B)(6)) revealed a bent connector pin. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.